Event description:
It was reported that the patient''s capsular ruptured and a vitrectomy was performed. There was no further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed at 10x microscope magnification. The visual inspection revealed viscoelastic residue, surface scratches, and surface residuals (particles). The lens looked without any major defects, the haptics looked positioned and in good condition. Based on the investigation, the lens received was observed with surface scratches and surface residuals (particles). The lens condition was compatible with a handled lens. A manufacturing related cause was not identified. Since the lens has scratches, the product did not meet the acceptance criteria. The investigation results reasonably suggest that the probable cause of the lens condition received could be related to the handling of the lens. A review of the manufacturing records was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - removal and replacement of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.